Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device recognized the attached adult electrodes as pediatric electrodes. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling, power cycling, full functionality testing, and tested with multiple sets of both adult and pediatric pads without duplicating the malfunction. The device's mult-function connector was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type. The electrode pads used during the reported event were not returned for evaluation.